Manufacturer narrative:
Concomitant medical products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A pump pocket infection was reported. An ultrasound showed fluid collection on (B)(6) 2013. Lab work revealed escherichia coli and kle bsiella pneumoniae on (B)(6) 2013. The entire device system was explanted, and the event resulted in in-patient or prolonged hospitalization. Etiology specified the event was unlikely related to the implant procedure, device, or therapy. The event resolved without sequelae on (B)(6) 2013. The medication infused was gablofen. The patient had a fever. Purulent drainage was aspirated from near the pump catheter and spinal fusion hardware. The patient had recurrent, chronic osteomyelitis.